Manufacturer narrative:
The result reported by the customer was reproduced at roche by testing the customer returned material. The patient sample was further investigated using heterophilic blocking tube treatment and bead treatment. The presence of a heterophilic interference factor could not be demonstrated, and anti-streptavidin interference was also excluded. Other cardiac parameters were within the normal range. A second sample provided by the customer was tested for ruthenium interference, with a negative result. Measurement on the wantai platform also gave a negative result for troponin t. While the first run (sample 1) of size exclusion chromatography did not allow for the identification of an interfering factor, a second size exclusion chromatography analysis (sample 2) revealed the presence of a complex high molecular weight interferent. The troponin t concentration in the sample must be carefully considered from a clinical perspective. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The sample material was requested for investigation.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results with a patient sample tested on a cobas e 602 module. The initial result was 0.862 ng/ml. The repeat result was 0.888 ng/ml. The sample was tested on the johnson & johnson 5600 platform for tni and the result was 0.012 ng/ml (reference range: <0.034 ng/ml). The sample was tested on the poct tni test (brand unspecified) and the result was negative. The sample was tested on the sysmex hiscl 5000, tnt and the result was <0.004 ng/ml (reference range: <0.016 ng/ml). The negative results were more consistent with the patient¿s clinical presentation. The customer performed a polyethylene glycol (peg) precipitation test, which did not reveal any abnormalities.